Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Additional, changed, and/or corrected data: a2, a3a, a4, a5, b3, b5, d1, d2a, d2b, d3, d4, d6a, g1, g4, h4, h6.

Event description:
Healthcare professional reported "infection¿. This record is for the right side. Device was explanted. Device has been discarded.

Event description:
Healthcare professional reported, "infection¿. This record is for the right side. Device was explanted.

Manufacturer narrative:
The event of infection is a physiological complication. And analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: infection.